Event description:
It was reported that the patient had her generator and leads replaced as she had hoarseness and discomfort whenever the physician would attempt to increase her settings. The leads were replaced prophylactically in this case in an attempt to mitigate the side effects. There had been no reported trauma to the patient, and diagnostics prior to surgery were said to be within normal limits. Attempts for further information have been unsuccessful to date.